Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the ring holding the high voltage cable and cleaned the black residue from the c-arm. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the lateral brake is stuck and the high voltage cable retainers are missing on the 9600emi system. There was no report of pt injury.